Event description:
The customer reported that they were using the drainage line and the tubing came apart. On (B)(6) 2013, the following additional information was provided by the customer ((B)(6)): the female patient was admitted with a diagnosis of pleural effusion, subcutaneous emphysema, and spontaneous pneumothorax secondary to end stage IV breast cancer with metastasis. Post pleurx catheter placement, the lockable drainage line set was connected to the patient and the patient was transferred to her hospital room. Patients do not normally have the lockable drainage line set changed out until they are ready to switch to pleurx bottles. The patient¿s drainage was set at -20cm of suction on the atrium, a dry seal pleuravac system which was connected to continuous wall suction drainage. The lockable drainage line set was in use twelve or more hours before it became separated. The drainage line set became separated between the clear tubing and the valve access. The morning that the separation was noted, the patient had an x-ray which showed an increased pneumothorax and subcutaneous emphysema. The patient was just switched from the lockable drainage line set to pleurx bottles. The customer indicated that it is uncertain if the separation contributed to the increase of the already existing pneumothorax and subcutaneous emphysema. The lot number is unknown but the sample is available for evaluation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation results: one sample was received for evaluation. During sample analysis it was noted that there was a disconnection at the junction between the clear tubing and valve access. Therefore, the reported condition was confirmed. A review of the internal production records for the lot involved could not be performed as lot number information was not provided. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Procedures clearly specify how to properly perform and complete the insertion process between the clear tubing and valve access. In addition, the inspection procedure requires personnel to perform several visual and functional tests prior to releasing the product. Based on the investigation results, it was determined that the most probable root cause could be related to personnel as during evaluation of the manufacturing process, a discrepancy was noted between the manufacturing method and the work instruction requirements for insertion of the clear tubing and valve access. The work instruction specifies that the clear tubing and valve access should both be inserted in the silicone machine, applying silicone to both components and then joining both components. However, during review of the manufacturing process it was noticed that only the clear tubing was inserted in the silicone machine. Manufacturing personnel will be retrained on the applicable procedure, stressing the steps to properly perform and complete the insertion process between the clear tubing and valve access. The applicable manufacturing supervisor, quality engineer, and process engineer will also be notified of the investigation findings in an effort to raise awareness. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.